Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of one device. The photo depicts the circular seal was cut and disengaged. The trocar, cannula, and envelope seal were also in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic bariatric procedure, the seal of the device disengaged and was broken at the same time there was an air or a gas leak. A new trocar was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of a device. The photo depicts the circular seal was cut and disengaged. The trocar, cannula, and envelope seal were also in the photo. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.